Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05 sep 2019. The manufacturer's field service engineer (fse) replaced the flow sensor assembly to address the issue. The device then passed testing and was returned to service. Failure analysis of the returned part indicates: the defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018.

Event description:
It was reported that the device failed preventative maintenance because the flow sensor was not within tolerance. There was no patient involvement.